Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was unable to advance into the inferior vena cava (ivc). The physician attempted to implant a second lp which failed due to a stretched helix. There were no patient consequences.